Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump screen was damaged. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had a cracked front and rear housing and a scratched screen. Functional testing included use testing. The pump was powered up and started double beeping. The downstream occlusion sensor was replaced as well as the front and rear housing and screen. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was determined to be the downstream occlusion sensor.